Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with shock suspected to be secondary to left ventricular assist device (lvad) noise. There was also damage in the pump cable. Log files were sent for review and did not contain any data that was suspect of any type of driveline electrical issues. The wear and tear in the driveline appeared cosmetic only. The pump log files did not contain any abnormal lvad rotor noise issues.